Event description:
A malfunction on a pump was reported by the customer, who was skiing and attempting a software update when the issue occurred. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the customer, but the reset was not successfully completed. The customer was not at home and did not have a backup therapy available. Customer support planned to follow up and contact technical support for further assistance. Upon follow up malfunction code did not reoccur after the reset, pump not going into storage mode during attempted reset. Cts to replace pump.